Event description:
Light source used to transilluminate veins for venipuncture. Device held against chile's palm. Two hours later, dime sized blistered area noted on palm. Area noted to be third degree burn. This device is available for on-site inspection for period of sixty days following date of incident. Invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: storage/shipment. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.